Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Complaint sample was evaluated and the reported event was confirmed. The cup inserter was returned with the leading threads of the hex bolt fractured off and not returned. The hex bolt has also migrated past the weld pin. If the instrument is used without an adapter or the hex bolt is struck, there is a potential that the hex bolt can move past the weld pin. Lateral strike marks are seen on the knurled portion of the handle, indicating off-axis damage and misuse. The DHR was not reviewed, as the review would not assist in determination of a root cause. A complaint history search returned no additional complaints from this manufacturing lot. Investigation results concluded that the reported event was due the apparent misuse of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the instrument fractured during impaction of the final implant. The patient retained the foreign body. No further information has been made available at this time.